Event description:
The customer reported a blue alarm on their intellivue multi measurement server (x2) and the blue alarm displays a loudspeaker failure. It is unknown if the device was in clinical use.